Event description:
It was reported that the level detector was not detected by a heart lung console. There were no reported consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.